Event description:
Philips received a complaint on the patient information center ix indicating "1 single sector seems to have frozen / reporting same data and electrocardiogram (ECG) show flat line." The device was in clinical use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer evaluating the allegation "1 single sector seem to have frozen / reporting same data and electrocardiogram (ECG) show flat line. It was confirmed that 1 single sector had frozen with ECG rate still, ECG line was still sweeping but flat line and no alarms. Once the sector was selected the system showed correctly. This was on the overview system and the central was still showing correctly. The fse requested logs from system for review. Results of logs reviewing showed no signs of malfunction. The fse asked the biomed to take a video if this happens again and to follow up. The case remained open for five days. No further incidents were reported. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The issue was resolved by selecting the sector and the system showed correctly. The reported problem was confirmed. The device was operational after the selection of the sector in question. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.